Event description:
The customer reported that the ccd did not have a signal output. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced parts on the system. The system was repaired, found to be operating as intended, and released to the customer for use.